Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-09190. It was reported that the pacing dependent patient presented for replacement of the right ventricular lead due to fracture and inappropriately sensed noise. Stored episodes of over-sensing were recorded by the pulse generator, which corresponded to episode of pre-syncope. Due to the unique anatomy of the patient, the physician elected to deprogram right ventricular sensing and place a novel "hybrid" pacing system implanting a competitor leadless pacemaker. During the procedure the physician attempted to program the pre-existing pulse generator and found that it went into magnet mode when the competitor programmer was place over the patient's chest wall. The physician was able to successfully program both the new and existing pulse generators. The patient¿s symptoms were alleviated, and no further consequences were reported.